Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with h-2 pressure chambers. Filled water into reservoir tank, install temp check, and f-30 gas vent filter onto h-31b air detector/filter holder interlock switch. Powered on device and temperatures read at 41.7 celsius (c) within 3 minutes. Removed back panel for further investigations. Visual inspection and no damage components. Device set idle for 6 hours which temperatures read at 41.7c. Customer's reported problem could not duplicated. The root cause of the reported problem could not confirmed

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 has out box failure - did not got pass 39 degree not heat up. No patient adverse events reported.